Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. Manual compression was applied for hemostasis. There was no reported patient injury. The patient underwent lower extremity thrombus removal. The operator had several years of experience using the exoseal. The procedure was performed by retrograde puncture from the right femoral artery using a short cordis sheath. Postoperatively, the vcd was used for blockage and hemostasis. Upon slow retraction of the device at an angle of approximately 50° degrees, the return indicator pulsatile blood flow ceased before slowly withdrawing the blocker for approximately 1 cm. At this point there was no color change in the blocker indicator window, and then continuing the slow retraction there as also no change. The device was stored and prepped according to the IFU. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium/plaque at the puncture site. The access vessel had mild tortuosity. There was no stent near the puncture site. The vessel had stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing. However, the wire guide ring could not pull the indicator window to the color change. A non-sterile unit of product ¿vascular closure device 7f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; bleed back port is at the deployed position; indicator wire is retracted. Additionally, the delivery shaft has three (3) kinked/bent sections, located approximately 4.5 cm, 6.0 cm and 6.9 cm from the distal tip. No other anomalies were observed during the visual analysis. Dimensional analysis was conducted to verify the inner diameter (ID) and outer diameter (od) of the delivery shaft. Measurements for both the ID and od were taken near the kinked/bent sections of the delivery shaft. The results of the dimensional analysis confirmed that both the ID and od were within specification. The functional analysis could not be performed since the device was received fully deployed. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device as the device was received fully deployed, with the indicator window in the black/red/white stage and the internal mechanism showed no anomalies when inspected. There were kinked/bent sections observed on the delivery shaft of the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer. It is possible that the kink in the delivery shaft may have caused difficulties with the indicator window. However, the device was received in a state of full deployment. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. When the device was removed from the patient, the indicator wire loop was deployed and showing. However, the wire guide ring could not pull the indicator window to the color change. Manual compression was applied for hemostasis. There was no reported patient injury. The patient underwent lower extremity thrombus removal. The operator had several years of experience using the exoseal. The procedure was performed by retrograde puncture from the right femoral artery using a short cordis sheath. Postoperatively, the vcd was used for blockage and hemostasis. Upon slow retraction of the device at an angle of approximately 50° degrees, the return indicator pulsatile blood flow ceased before slowly withdrawing the blocker for approximately 1 cm. At this point there was no color change in the blocker indicator window, and then continuing the slow retraction there as also no change. The device was stored and prepped according to the IFU. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium/plaque at the puncture site. The access vessel had mild tortuosity. There was no stent near the puncture site. The vessel had stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing. However, the wire guide ring could not pull the indicator window to the color change. The device is being returned for evaluation.